Event description:
A customer reported that the coulter act diff hematology analyzer leaked approximately 20ml of unknown fluid. The leak was found behind the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. Msds was reviewed and there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Beckman coulter field service engineer (fse) found that the wbc bath was not draining properly and replaced worn pinch valve pv14 and pinch tubing through valves pv14 and pv15 to resolve the bath overflow. Service activity performed was verified per established procedures and the results met published specifications.

Manufacturer narrative:
(B)(4).